Event description:
During procedure, vessel sealer's blade located in between jaws of instrument, became and remained exposed. The blade would not retract back into correct position and remained exposed. No obvious injury to pt/defective instrument removed from surgical field and replaced. Reason for use: robotically assisted vaginal hysterectomy.